Event description:
It was reported the pt experienced "another" stroke and was hospitalized. Additional info received indicated that the pt was currently in hospice and had only been given a couple more hours to live. A follow-up report will be submitted if additional info becomes available. Please see MFR. Report #3004209178-2009-00557.